Event description:
It was reported that during the radical transverse colon resection surgery, could not fire when severing intestines tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5du6z. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the two photos submitted the following was observed: the first photo shows a half white reload from the deck area, appears to be the sled partially advanced and with no apparent damage. The second photo shows a white reload from the batch area with the batch number t5du6z. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60w reload was returned partially fired 1/16. In addition, the reload pan was noted to be damaged and partially dislodged at the proximal end from the right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.